Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the stent had been fully deployed from the device. The delivery system was not returned for analysis. A visual examination found the distal wires of the deployed stent to be damaged. No other issues were identified with the device during analysis.

Event description:
Reportable based on device analysis completed on 17jan2022. It was reported that stent deployment failure occurred. The patient had thrombosis on both lower limbs and needed 5 wallstent stents to be implanted. A 75cm wallstent endoprosthesis self-expanding stent was advanced for treatment as a second stent; however, it could not be deployed. The device was removed and the procedure was completed with another of the same device. There were no complications nor injuries reported and the patient status was stable. However, returned device analysis revealed that the stent was detached and the stent wires were damaged.

Event description:
Reportable based on device analysis completed on 17jan2022. It was reported that stent deployment failure occurred. The patient had thrombosis on both lower limbs and needed 5 wallstent stents to be implanted. A 75cm wallstent endoprosthesis self-expanding stent was advanced for treatment as a second stent; however, it could not be deployed. The device was removed and the procedure was completed with another of the same device. There were no complications nor injuries reported and the patient status was stable. However, returned device analysis revealed that the stent was detached and the stent wires were damaged. It was further reported that the stent was intentionally deployed by the physician, after it was withdrawn from the patient, to see if the stent could be deployed outside the patient.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the stent had been fully deployed from the device. The delivery system was not returned for analysis. A visual examination found the distal wires of the deployed stent to be damaged. No other issues were identified with the device during analysis.